Event description:
In 2008, it was reported to boston scientific corporation, that a procedure to extract stone using a graspit urological mini grasping forceps occurred during a week before (actual date is unknown). According to the complainant, "the tip of the graspit came off in the ureter." The tip was removed with a snare device (manufacturer unknown). It was reported that the procedure was completed by breaking the stone with a laser and placing a stent to allow stone fragments to pass (manufacturer unknown). Reportedly, there were no complications and the patient was fine following the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Three possible lots have been identified for the device. A review of the device history record (DHR) was performed on these lots; in 2 of the 3 lots no anomalies were noted related to this event. Lot 11419070 was noted to have a similar issue. A search for similar complaints was conducted; one additional complaint has been reported against lot 11323997 for similar issue. A corrective action has been initiated to address this issue. The mar 2008 15-month graspit complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.